Event description:
It was reported that customer experienced two episodes of very high blood glucose over about two and a half weeks, with the pump display showing ¿high¿ and suspected cause unknown. There was no adverse impact to the customer's blood glucose level. Customer corrected high blood glucose by taking insulin by injection, then changing cartridge and infusion set, and high blood glucose was resolved; customer was also educated on using room temperature insulin and was advised by technical support to consult healthcare provider for further evaluation, and case was closed.